Event description:
A possible infection was reported. On (B)(6) 2013, the rep indicated that the infection was confirmed by the surgeon.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 36mm 10 degree liner. Additional devices reported were: unknown 36mm +5 v40 head; unknown accolade stem; unknown 56 cup. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.